Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 272418 meets accuracy criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot met release specifications. The product expired on 02/2013. Using expired strips may cause errors and inaccurate test results. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient was reported as recently undergoing a couple of surgeries and was testing using the inratio system. On (B)(6) 2018, the patient received an inratio inr result of 3.0. This result was determined to be within the patient's therapeutic range of 2.0-3.0. On (B)(6) 2018, the patient received an unexpectedly low inratio inr result of 1.6. The patient contacted a physician and was instructed to take 5 mg coumadin and 100 mg/ml of lovenox. The daughter of the patient stated the blood appeared to be thin when testing. The patient was determined to be using test strips that expired in 2013. The daughter of the patient was advised of the (B)(6) 2016 inratio withdrawal notification and advised to discontinue use of the inratio system.